Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08122. It was reported that the dependent and asymptomatic patient's right ventricular lead exhibited noise oversensing leading to pacing inhibition. The patient presented on (B)(6) 2019 for procedure. The previously capped lead and the current active lead were both explanted and replaced. The patient was stable throughout the procedure.